Event description:
It was reported by an attorney that the patient underwent a supracervical hysterectomy on (B)(6) 2012 concurrently with bilateral salpingooophorectomy procedure and a morcellator was used due to recommended mass removal. Prior to the morcellation procedure, the patient underwent pre-operational testing for the uterine mass and fibroids in (B)(6) 2012, and leiomyosarcoma was suspected by a radiologist, but that suspicion was not translated into a diagnosis. On (B)(6) 2012, the pathology diagnosis of leiomyosarcoma was made and the tumor was estimated to be in the greatest dimension after gross reconstitution of tumor fragments. The evaluation also disclosed additional finding of a granulosa cell tumor in one of the ovaries. It was reported that, on (B)(6) 2012, a post-morcellation staging procedure revealed a fair amount of metastasis, including metastasis to the colon. After the diagnosis of lms, the patient underwent a pet CT and it was reported to be negative for definite evidence of metastatic disease. On (B)(6) 2013, a surgical staging procedure was performed, including exploratory laparotomy, trachelectomy, bilateral pelvic and para-aortic lymph node dissection, omentectomy, multiple peritoneal biopsies and peritoneal wash. The pathologic examination reported evidence of metastatic leiomyosarcoma cells in the biopsied pelvic sidewall, omentum and in the nodule, which was removed from the colon on (B)(6) 2013. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.